Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 720 units of this code-batch. There are no units in our stock. We have received an open sample that has the aluminum pouch (first pack) stuck to the plastic film of the outer pack. The first pack is sealed to second pack as can be seen in enclosed picture. This defect took place in the welding machine and the personnel involved in this process did not sort out this unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The customer reported that the package is defective and the product is also glued to the inner bag sealer. That is, the secondary packaging (outer packaging) is welded onto the sterile primary packaging (inner packaging). This issue is found prior to use, there is no patient involvement.